Event description:
It was reported that the device experienced an electrical reset. The reset was cleared and the device reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri58 lead, implanted: (B)(6) 2011. (B)(4).